Event description:
Facility reports that while using a viking l pt lift to weigh a resident that the adapter broke. The resident fell on the bed. No injuries were reported.

Manufacturer narrative:
The components will be returned to manufacturer for further analysis.